Event description:
Elderly female with history of htn (hypertension), dm2 (diabetes mellitus type 2) and cad (coronary artery disease). Procedure: diagnostic catheterization. 6/7 fr vascade failed to deploy collagen in the right femoral artery. Manual pressure held for 30 minutes. No known harm to patient. Manufacturer response for vascular closure system, vascade 6f 7f vcs (per site reporter) will obtain.